Event description:
It was reported that a spectrum pump had a "faulty door latch and sensors". It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptoms. Eval experienced door not fully latched messages corresponding to the reported symptom caused by a loose upper link screw. The link screws were replaced to correct the condition.